Event description:
It was reported a patient presented for a device implant on (B)(6) 2023. During procedure, the implantable cardioverter defibrillator (ICD) set screw would not loosen and the physician decided to terminate the operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of setscrew anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.